Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs9gzb4. Hardware: sm-s901u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 673 mg/dl while wearing the pod for an unspecified duration on the abdomen. Symptoms reported include hyperglycemia, dehydration, and some swelling at the infusion site. The patient was treated with intravenous fluids and multiple insulin injections. The pod was removed at the hospital and discarded. The patient was released after 4 days, on (B)(6) 2026.